Manufacturer narrative:
The mentor failure analysis lab received the suspect medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the device received was processed as the suspect medical device based on accompanying complaint information received with the device. Device information has been updated. The mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: during the visual evaluation, some lines of shell wear were noted on the anterior and posterior view of the device. Additionally, an area of siltex cracking was observed on the posterior aspect. A tear was revealed within the siltex cracking measuring approximately 0.9 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stress. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction: mentor has not received the suspect medical device. On 17-aug-2020, mentor became aware that the device received did not match what was initially reported. Multiple attempts for additional information have been made. If additional information is received, a supplemental report will be submitted as applicable. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with unknown smooth mentor saline breast implant and experienced left-sided implant deflation postoperatively. The patient underwent explantation and replacement with 300cc mentor smooth round moderate profile saline breast implants, catalog # 3501645, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2020, and implant deflation was discovered during the surgery.